Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions it was observed the patient's right ventricular lead was oversensing noise and oversensing myopotentials, resulting in pacing inhibition. The patient's device was reprogrammed. The patient was in stable condition.